Event description:
It was reported that the insulin pump had a frozen screen and unresponsive buttons. It was stated that the time on the display was not advancing. Troubleshooting was performed, and the screen remained frozen. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen display noted. Unable to verify battery out limit alarm due to no button response.